Event description:
On (B)(6) 2026, a patient underwent a biopsy procedure using a trek bone biopsy instrument. During the procedure, the trek driver drill reportedly broke and bent. There was no reported patient injury. The customer requested an RMA and return shipping label for the affected drill and requested that a replacement device be shipped overnight. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.